Event description:
It was reported that water leakage was confirmed from the foley catheter during pretest before use on a patient and there was no balloon rupture or tear. Per follow up via ibc on 22-aug-2022, there were no obvious visible defects to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leakage was confirmed from the foley catheter during pretest before use on a patient and there was no balloon rupture or tear. Per follow up via ibc on 22-aug-2022, there were no obvious visible defects to the returned sample.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. Correction: f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leakage was confirmed from the foley catheter during pretest before use on a patient and there was no balloon rupture or tear. Per follow up via ibc on 22-aug-2022, there were no obvious visible defects to the returned sample.